Manufacturer narrative:
(B)(4) physio-control evaluated the device and was unable to verify the reported issue. Physio replaced the power pcb assembly and the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was intermittently powering itself off. There was no patient use associated with the reported issue.